Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple low blood glucose (bg) levels as low as 41 (mg/dl) over the last month. Reportedly, customer programs and delivers a bolus before eating a meal, and does not end up eating the amount of carbohydrates that were previously programmed. Customer consumed juice, candy, fruit, and glucose tablets to treat their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.